Event description:
It was reported that the customer received the error message: sv02-light out of range. Evaluation of the device on 1/10/08 indicated that drift was observed and that the sv02 reading was incorrect. No pt complications were reported.

Manufacturer narrative:
Evaluation of the device revealed that there was drift/inaccurate sv02 reading.